Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was 6.5mmol/l at the time of incident. Customer stated that the insulin pump had a stuck button alarm . No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and confirmed that the insulin pump button was pressed down for 3 minutes or longer and it was exposed to a change in altitude. The stuck button alarm was unable to be cleared. The insulin pump is not returning.